Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and unable to perform any tests due to a broken force sensor was detected during seating or regular delivery alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 531 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer was treated for the high blood glucose with manual injections. Customer stated that the insulin pump had motor error. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.